Event description:
A malfunction on the pump was reported after the customer went through tsa. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information, assisted in resetting the pump, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reappeared, which was acknowledged and understood.